Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement tactile awl shipped to site 04/20/2017. Request for return of the suspect tactile awl was declined by the site and will not be returned to manufacturer for analysis. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that while in a spinal fusion procedure, a site's tactile probe was damaged. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: the patient had very calcified bone and it was confirmed that no patient impact occurred due to reported issue. Correction: in was inadvertently reported in the initial MDR that part was both not replaced and replaced. The damaged instrument was replaced.